Manufacturer narrative:
We have not received the complaint device for evaluation since the device has been discarded by the hospital. Hence, we could not conclusively determine the root cause of the defect. Our lot history records review for this lot number did not reveal any discrepancies either in the manufacturing or packaging processes that could be related to this incident. We have not received any other complaints related to a similar issue for devices from this lot number. Please note that we do conduct 100% inspection of the blade assembly during the manufacturing process. Our quality group also samples these device before final packaging to ensure proper blade adjustment. It is likely the blade or the centering hoop was damaged during the procedure influenced by patient's anatomy/condition since the device was found to be operational during preuse check. We have requested for additional information from the surgeon. However, we not have not received any further information from the treating surgeon. There was no injury to the vein as the result of this incident. Another valvulotome was used to complete the procedure.

Event description:
During valvulotomy, blades of the valvulotome did not close properly into its housing. Surgeon was able to remove the device from the patient's vein. There was no injury or harm to the patient's vein as the result of this incident.